Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient did not charge his scs ipg for over 6 months (date of event is unknown). As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.